Event description:
It was reported that there was a progressive loss of efficacy over time. A dye study was attempted and the health care provider was unable to aspirate. The pump and catheter were explanted on the day of this report. The patient was doing well and was receiving therapy. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Device analysis was not complete at the time of this submission. A supplemental report will be filed upon completion.

Manufacturer narrative:
Final analysis of the pump found no anomaly. Final analysis of the 8596sc catheter product ID, found a non-significant indent the seal of the sutureless catheter connector which did not affect infusion. Final analysis of the 8709sc catheter product ID, found... (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.